Event description:
Lap chole - "surgeon fired 4 clips. The first two scissored, and the next 2 came out fully opened. After that, the product finished work successfully and was used to finish the case. No event sample was saved, however I am attaching pictures that were taken during the case."

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.